Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06273. Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient experienced excessive heat or burning sensation "at any time as long as the ipg was charged." The patient also reported experiencing an unexpected sensation (patient described as "shocking") occurring randomly. The patient is no longer using or charging her scs system due to the described issues. Additional information is needed to clarify the nature of the patient's issues. It is unknown and/or unclear at this time if the patient experienced heating while charging. Sjm was made aware of the issues on (B)(6) 2014, and the patient's scs system has not been evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.